Event description:
One year after primary surgery, patient experienced pain around the knee and it became worse. Scans show what appeared to be a loose femoral component. Other tests taken appeared to indicate absence of infection. On opening the knee, soft tissue was evident and it was suggested this maybe a form of auto immune response. Femoral component was loose and it was removed and replaced with a cemented component. Update 25 nov 2014 - 1 page of notes received, and attached below. Notes confirm that the femoral component was revised due to loosening. No further information is available - (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not find any related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.